Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one similar complaint from the same facility for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
The anchor is not available for a physical evaluation, only the inserter and the suture were returned. The tip of the inserter was inspected under magnification and no anomalies were observed on it. The shaft of the inserter has a slight bend in it which would indicate that a large lateral force was placed on the inserter. There were no anomalies observed on the sutures that were returned. This complaint cannot be confirmed. From past investigation of similar failures, it has been noted that excess suture tensioning would cause the suture bridge to break, which would result in the reported failure. However, no further details have been provided to determine the root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one other similar complaint for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
During a bankart procedure the orthocord pull out with anchor left in bone. The procedure was completed with same like product with 15 minute delay. Additional information 8-5-2016. What type of bone quality did the patient have? Bone quality was dense. Was the anchor removed or left implanted? Anchor was left inside the hole. Did the surgeon make an additional bone hole to complete the procedure? Yes, additional hole was made. How many anchors was the surgeon planning on using? Md was planning to put 2 anchors what is coming back? The actual item is coming back.